Manufacturer narrative:
Corrected data: h6 - health effect impact code: 4629 should be corrected to 4627. B5 - it was indicated that the lens was explanted on (B)(6) 2020, and later on the same day in a seperate surgery a replacement lens was implanted and this resolved the problem. Postoperative report indicated that the anterior segment was ok and there was a little bit of pigment dispersion but still ok. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2020. The lens was exchanged for a shorter lens and the problem was resolved. The anterior segment was ok and there was a little bit of pigment dispersion but still ok. H6: health impact- clinical code: 4581 - pigment dispersion. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+5.0/097 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was reported as having excessive vaulting, elevated intraocular pressure (iop), significant reduction of irido-corneal angles and unreactive (fixed) pupil. The iop was controlled with aggressive treatment. The lens remains implanted. The cause of the event was due to an oversized lens.